Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure to treat 90% stenosed heavily calcified mid proximal circumflex artery with mild tortuosity using a diamondback 360 coronary orbital atherectomy device (oad). Perforation occurred in the left main (lm) to ostial circumflex during atherectomy. The patient experienced cardiac arrest and expired. It was noted that the physician used correct procedure technique and there was no alleged malfunction of the device.